Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted ow anterior resection surgical procedure, the electrical cable of the fenestrated bipolar forceps instrument broke in the jaws of the pliers. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken/loose cable was black. The damage observed was a dislodged cable. The instrument was not working, but there was no evidence of thermal damage at the point of breakage. The instrument did not collide with another instrument or tool during the procedure.